Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 08/03/2023, it was reported by a facility representative via sems that qty. 2 of an ar-3355-4030 device camera mount is coming apart. This was discovered during an arthroscopic procedure with no patient harm.

Manufacturer narrative:
The complaint is confirmed. One un-packaged ar-3355-4030 serial/batch number (B)(6) was received for investigation. Functional testing was not conducted due to the damage to the instrument's c-mount thread. Visual evaluation found that the c-mount thread is loose and easily coming out of place. The most likely cause(s) for the reported failure is the wear and tear damage incurred over repeated usage.